Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the headpiece was damaged and the rpms were not in specification. The spring seal was stretched to raise rpms, the machine head, reciprocation arm and other worn parts were replaced and resolved the reported issue. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the device was sent for preventive maintenance an inconsistent speed was found. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available.